Event description:
It was reported that the balloon did not deflate before use. There were no patient complications.

Manufacturer narrative:
One catheter was received with an attached monoject 1.5cc limited volume syringe. The balloon inflated clear and concentric and remained inflated for 5 minutes without leakage. The balloon deflated within 2 seconds without a syringe attached, which is within the specification of 4 seconds. Per the swan-ganz IFU, "passively deflate the balloon by removing the syringe from the gate valve." The balloon failed to deflate fully with the returned syringe attached. All through lumens were patent without any leakage or occlusion. There was no visible damage observed on the catheter body or the returned monoject 1.5cc limited volume syringe. The report of balloon deflation difficulty was not confirmed; the catheter deflated without delay when the syringe was removed from the gate valve. All swan-ganz ifus instruct the clinician to "passively deflate the balloon by removing the syringe from the gate valve". After deflation, the syringe should be re-attached to the gate valve. No actions will be taken at this time.